Manufacturer narrative:
Due to character limit: e1. Event site name, address, and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an automatic inflation failure during routine startup testing. No patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they inspected the device. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a